Manufacturer narrative:
UDI section of model# is unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the fluid warming device was leaking water from the front cover. No patient injury or adverse affects were reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented very dirty, with line cord damaged, water tank cover cracked, corroded quick connect fitting, damaged reflux plug, and stained front cover. The customer stated problem was not duplicated. Front cover was not leaking, but water tank was leaking from a crack on cover. Replaced the water tank cover. The cause of the reported problem was traced to customer damage of the device. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records.